Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a charge time out while charging to treat a ventricular arrhythmia. The patient appears to have spontaneously converted to a normal sinus rhythm, and presented to the emergency room for evaluation. Interrogation of the device demonstrated that elective replacement indicator (eri) had been reached approximately one year prior. It was reported that this patient has been lost to follow up.